Manufacturer narrative:
(B)(4). Pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Detailed trace analysis confirmed power error alarm 25 was triggered when backup battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to connector resistance (j6 pcb 1). After disconnecting and reconnecting the internal battery connector at j6 pcba 1. Pump was monitored and functioned properly. Pump received with scratched case, pillowing keypad overlay and minor scratched lcd window.

Event description:
The customer reported via phone call that their insulin pump had recurring power error detected alarm. The customer¿s blood glucose was unknown at the time of the incident. Troubleshooting steps were provided for power error detected alarm. Advised pump will need to be replaced. Advised to revert to backup plan. The insulin pump will be returned for analysis.